Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The high blood glucose level of customer was 450 mg/dl. Current blood glucose level of customer was 282 mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of incident. Customer was treated with insulin pump. Troubleshooting was performed. Customer declined to test for insulin pump. The insulin pump will not be returned for analysis.